Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The low pressure air sensor (lpas) was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 7, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: 2015-115433

Event description:
A customer reported that there was no infusion during a procedure. Patient impact is unknown additional event details have been requested but none has been received.